Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported previously reported information that it was "taking hours and hours to charge the device and it has been getting worse and worse". After receiving a replacement rtm, the issue of the rtm heating up stopped, but they still had trouble connecting with the implant and charging the implant. The patient was sent a replacement ptm, and was instructed to meet with a manufacturer representative or healthcare provider if the issues still persist after replacement. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having difficulty charging the implantable neurostimulator (ins), the recharger was not charging the implant, and it has gotten worse. The patient has to try several attempts to find the ins to begin a charging session. The patient noted that he would see a screen that says trying to locate device. When the patient was charging the implantable neurostimulator (ins), he loses connection and his controller would prompt him to see the passive recharge screen where he can't get a high reading. It was noted that the patient needed to charge his ins every 2 -3 days. It was reported that the patient has had some MRI's since getting the implant and during the first MRI procedure, they had to stop the MRI half way through because it was getting hot. The patient clarified that inside of the body felt hot. The patient confirmed that he put his ins in MRI mode during the MRI procedures. Also, for the past 3-4 weeks, the patient ins started to burn when charging. It was clarified that the ins felt very hot inside of him when he was charging. A replacement recharger was sent to the patient. There were no further complications or anticipations reported with this event.